Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose rose to 560 mg/dl. It was found the customer had a bent infusion set prior to their high blood glucose event occurring. The mother stated the customer did not receive any insulin due to the bent infusion set. Customer was advised of the proper practices to avoid bent cannulas on their infusion sets. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.